Event description:
An occlusion alarm was reported, and the customer experienced a high blood glucose level with the continuous glucose monitor (cgm) reading ¿high.¿ the issue did cause the customer's blood glucose level to exceed safe limits, specifically reading as "high," although the exact value was not specified. To address these issues, the customer administered a correction injection via multiple daily injections, changed the infusion set and cartridge, and resumed insulin. The customer requested replacement supplies, and the support team agreed to send the replacements, allowing for case closure.